Event description:
The customer reported the system is displaying a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator. System operates as intended. (B)(4).